Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Sujijantarat, n., antonios, j. P., renedo, d., koo, a. B., haynes, j. O., fathima, b., jiang, j. W., hengartner, a. C., shekhar, a. H., amllay, a., nowicki, k. W., hebert, r. M., gilmore, e. J., sheth; clinical neurology and neurosurgery; 2024; 246; improvement in cranial nerve palsies following treatment of intracranial aneurysms with flow diverters: institutional outcomes, systematic review and study-level meta-analysis; doi.org/10.1016/j.clineuro.2024.108555. Literature was reviewed regarding: "improvement in cranial nerve palsies following treatment of intracranial aneurysms with flow diverters: institutional outcomes, systematic review and study-level meta-analysis." The objective was to report institutional outcomes and summarize rates of improvement in cranial nerve (cn) palsies following flow diversion treatment for intracranial aneurysms, as well as to identify factors associated with recovery from cn symptoms. The time frame of this study was: january 2015 to december 2023. Multiple manufacturer¿s devices were used in the study population. The devices included the pipeline embolization device from medtronic, as well as devices from other manufacturers. There was no information provided regarding deaths, their causes, or numbers. Among patient adverse events included: one intraprocedural complication (8%) due to catheter-related vasospasm, which resolved with intra-arterial verapamil injection. One post-operative complication from angio-seal failure causing hematoma after ambulation, requiring direct arterial repair in the operating room. The overall rate of clinical improvement was 67 % at the last clinical follow-up visit. No further information was provided pertaining to medtronic products